Manufacturer narrative:
H10: all three devices were returned to the manufacturer for evaluation. Three lot numbers were provided and lot history reviews were performed. All three devices were confirmed for self-activation. All devices were inconclusive for the sampling issue. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model mc1616 biopsy instrument allegedly self-activated and failed to obtain samples. This information was received from various sources. All malfunctions involved patients without consequence. The age, weight, and sex were not provided for the patients involved.

Manufacturer narrative:
All three devices were returned to the manufacturer for evaluation. Two of the investigations are currently underway. One of the investigations is confirmed for self-activation but was inconclusive for failure to obtain samples as functional testing could not be completed. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model mc1616 biopsy instrument allegedly self-activated and failed to obtain samples. This information was received from various sources. All malfunctions involved patients without consequence. The age, weight, and sex were not provided for the patients involved.